Event description:
It was reported that during a ptca procedure, in which two balloons were used simultaneously, the balloons became stuck. Upon removal it appears that the shaft of the catheter is damaged. No pt injuries or complications occurred.